Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the display & screen and the customer was unable to read the information. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with the following cosmetic damages: label damage (smeared), broken belt clip rails, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In summary, customer allegations for cracked display window were not confirmed during visual inspection when no cracks to the display window were noted. However, minor scratches on the display window were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.